Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecistectomy. Event description: the surgeon was preparing to clip the cystic duct. The clips came out intermittently; they came out correctly but not with every trigger pull. Some came out and then several didn't. Additional information received from applied medical representative via email on 04sep25: no clip was loaded into the jaws. The incident was initially observed when the first clip was loaded. It occurred again 3 or 4 times. The clips that came out if they were loaded correctly. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip manually removed from the jaws. The problem wasn't that a clip was stuck in the jaw, the usual problem is that no clip comes out when you pull the trigger a couple of times, then a good clip comes out and it happens again. The trigger be easily and completely actuated. Intervention: they used a new applicator. Patient status: patient is good.

Event description:
Name of procedure: cholecistectomy. Event description: the surgeon was preparing to clip the cystic duct. The clips came out intermittently, they came out correctly but not with every trigger pull. Some came out and then several didn't. Additional information received from applied medical representative via email on 04sep25: no clip was loaded into the jaws. The incident was initially observed when the first clip was loaded. It occurred again 3 or 4 times. The clips that came out if they were loaded correctly. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip manually removed from the jaws. The problem wasn't that a clip was stuck in the jaw, the usual problem is that no clip comes out when you pull the trigger a couple of times, then a good clip comes out and it happens again. The trigger be easily and completely actuated. Intervention: they used a new applicator. Patient status: patient is good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.